Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported use error was associated with the user pulling on both ends of the gripper line during gripper line removal. This then caused the clip to completely detach from both the leaflets. A definitive cause for the reported tissue damage could not be determined. The reported unchanged mitral regurgitation (mr) and embolism were due to the clip completely detaching from both the leaflets, and therefore, related to procedural circumstances. The reported patient effects of emboli, tissue damage and worsening mr, as listed in the mitraclip nt system instructions for use (IFU) are known possible complications associated with mitraclip procedures. It should be noted that the mitraclip IFU states: grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed because the clip was pulled off the leaflets and embolized to the left atrium. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Leaflet grasping was performed and insertion was confirmed satisfactory in all views. Deployment steps were started. During removal of the gripper line, the clip was seen being pulled toward the left atrium. It was realized that the operator inadvertently pulled on both ends of the gripper line because the line had become intertwined and tangled and it was difficult to differentiate the two separate ends. The clip was checked and believed to be secure on both leaflets; therefore, the gripper line was correctly removed by one end. After deployment, it was observed that the clip had detached from both leaflets and was in the left atrial appendage. The cds was removed and a snare was used to retrieve the clip into the guide. The clip was removed without issue and the procedure was discontinued. The mr remained at 3-4. The clip was examined outside the anatomy and there appeared to be a small amount of debris in the clip. There did not appear to be any damage to the mitral valve via imaging; therefore, it could not be confirmed what the tissue was from. On 04/19/2017, a second mitraclip procedure was performed. One clip was implanted, reducing the mr to 1. The patient was confirmed to be in stable condition post procedure. No additional information was provided.